Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.7, lab: 8.2. Pt tested last week at 1.7 and had her coumadin increased through the week. Yesterday (B)(6) 2011, she tested her inr again and got 1.7. She got a nose bleed that lasted for several hours and had a bruise on her chest, so she went to the hosp. Three (3) hours later at the hospital, the lab came back at 8.2. Therapeutic range is 2-3. Husband tested himself (healthy/no anticoagulant therapy) while on the phone with tech service and received 1.0 with the same strip lot and meter.